Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels. No exact bg values were provided. The customer increased the amount of insulin delivered via correction boluses and supply changes were performed to address the bg levels. Infusion sets from different lot numbers were used when the supply changes were performed. The customer continued to experienced elevated bg levels after the supply changes. The customer alleged the bg levels were caused by an underlying pump issue causing insulin to incorrectly deliver. Reportedly, the customer continued to use the pump for insulin therapy.